Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter gave 'error code 3' message after damage to meter body. As the customer was unable to obtain blood glucose result, the customer subsequently experienced seizure. However, the customer reported they were able to self-treat, and did not provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number/strip lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and optium xceed meter and precision test strips. There were no adverse trends that indicate any potential product related issues. Stability and clinical review have been conducted and the review has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaints. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section d4 (serial number) has been updated to unk. The sensor serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report ((B)(4)) was deemed to be invalid upon extended investigation. Section h-4 ( device mfg date) has also been updated. The device manufacturer date for the reported meter is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported the adc blood glucose meter gave 'error code 3' message after damage to meter body. As the customer was unable to obtain blood glucose result, the customer subsequently experienced seizure. However, the customer reported they were able to self-treat, and did not provide any further information. There was no report of death or permanent injury associated with this event.